Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Images of the catheter from during the revision surgery show that the catheter was twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 10 mg/ml dilaudid at 0.5 mg/day, and 6 mg/ml bupivacaine at 0.3 ml/day via an implantable infusion pump for an unknown indication for use. It was reported that 3 weeks prior to (B)(6) 2017 the patient started to notice withdrawal symptoms. The patient went to the hospital and the withdrawal symptoms were managed with oral medication. The withdrawal symptoms came and went over the next few weeks. It was determined that the pump was flipping in the pocket which may have contributed to the issue. It was noted that a dye study was normal and the pump logs were normal as well. The doctor decided to replace the catheter and pump and to move the pump pocket to the patient's left side instead of right. Due to not wanting to re-prep and drape, the doctor decided to tunnel the catheter around the right side and across the midline to the left side. The doctor was able to aspirate 2 ml of fluid from the catheter access port after everything was disconnected. The issue was resolved at the time of the report. The patient's status at the time of the report was noted to be, "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned for analysis. Pump analysis found no anomaly with the device. The catheter was returned for analysis. Catheter analysis found significant twisting in the catheter body which may have affected in fusion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.